Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter and vacuum pump and tray assembly were replaced to resolve the odor/smell issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smell issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter and vacuum pump and tray assembly were not returned for further evaluation. The assignable cause of the odor/smell is likely due to the oil mist filter and vacuum pump and tray assembly. The asp field service engineer replaced the parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported an event of an ¿odor¿ or smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was instructed to power the unit off and discontinue use. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
D9: device available for evaluation: correction from no to yes it was originally reported the parts were not returned for analysis and further evaluation. However, on (B)(6) 2022, the vacuum pump and tray assembly was returned for functional analysis. The vacuum pump and tray assembly was returned and successfully completed a test cycle with no failures or faults. No mist, odor, smells, vapor, or smoke was observed. Visual inspection yielded no unusual findings, defects, or anomalies. The reason for the return and failure of the vacuum pump and tray assembly could not be confirmed. Asp complaint ref #: (B)(4).